Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the printed circuit board had failed causing the image issue and indicator lights on the front panel to be on. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a defective printed circuit board led to the malfunction. However, a definitive root cause cannot be established. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera video system center indicator lights were all on and there was no image. The issue was found during preparation for use. The procedure was completed without delay using a similar device. The device was being used in combination with a bf scope. There were no reports of patient harm.